Event description:
We received (B)(4) as an exchange of (B)(4). (B)(4) was considered to be an out of box failure. However, (B)(4) deviates from the standard of the calibration guide. The product which hesitated about a shipment judgment successively arrived twice. There is a question about the system of the examination of shipment. It is reported there was no patient involvement or injury associated with this event.

Manufacturer narrative:
Integra has completed their internal investigation on 8nov2016. The investigation activities included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: device history record reviewed for (B)(4) manufactured on 1/28/2016 show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr's, variances or rework. A two year lookback for this reported failure and or related to "deviates from the standard of calibration guide " for this product ID shows that no additional complaints were received. Received model s dermatome kit (B)(4) from (B)(6). Bad calibration complaint was never confirmed. This unit was received in like new to out of box condition, limited use during testing. The finish on the dermatome and width clips was in good condition. Both hand piece and power supply were evaluated and found in good working condition. Calibration of the head assembly was in tolerance on all points. Calibration can be improved with cap replacement but no issue was found during evaluation and testing. Manufacturer could not confirm complaint. (B)(4) kit was converted to a loaner unit, this unit was used to fill recent loaner requests and has now been used by two separate hospitals without incident. Conclusion: reason for complaint was not confirmed, dermatome returned in good working condition. All function tests pass; calibration was in tolerance on all points. Preventive maintenance service loaner conversion. Unit was sent out for hospital loaner use and performed without issue.